Event description:
The reporter stated the haptic of an eyeonics lens bent, and the lens was vaulting forward. The lens was inserted and removed with no pt injury. Another same type lens was implanted and the pt's prognosis is excellent. It was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector.